Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific left ventricular (lv) lead exhibited high lv pacing impedance measurements. The impedance measurements had been in the 500 ohm range, and then increased to greater than 1800 ohms. It was noted that there was a sharp increase in the lv pacing impedance measurements. Troubleshooting options were discussed. The patient was brought to their clinic for follow up and the device was reprogrammed to an lv vector with lower impedance measurements. No adverse patient effects were reported. The device remains in service.